Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned. And the cause of the reported phenomenon, ¿processor cannot perform exclusive control and the light source device and ucr send air at the same time¿, was not identified. According to the information from the customer, the problem was resolved by restarting the subject device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. Customer emailed olympus technical assistance center (tac) support to troubleshoot. The customer reported the issue has been remedied by them rebooting the unit. The device was tested with two different scopes and there were no issues or error codes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified diagnostic procedure, no air on the evis exera iii video system center. A minute delay was reported, and no additional anesthesia was used. The procedure was completed using the same equipment. There were no reports of patient harm associated with this event.